Event description:
Code blue was paged to patients room. Responders reporting to code stated that the device to be used was charged to 200 jules times three times and each time the charge was lost before it was placed on the patient. The device was to be used as defibrillator available. The questioned malfunction could not be duplicated by manufacturer representive.. Our conclusion was that this was a user error and proper inservices have been provideddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.